Event description:
The manufacturer's representative reported a pump volume discrepancy. In 2006, the expected residual volume was 0.9ml, the actual residual volume was 10ml; three months later, the expected residual volume was 3.7ml, the actual residual volume was 5ml; and another four months later, the expected residual volume was 1.9ml, the actual residual volume was 7ml. The physician performed a roller study and an indium dye study and plans to do a pump and catheter replacement in a few months. "Possible catheter kink issue." No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.